Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant procedure. Once all components were implanted, the physician attempted to cycle the device but the pump was not refilling in a normal fashion. After several attempts, the physician opted to remove the implant, beginning with the cuff. During removal, the physician injured the urethra. Therefore, all components were removed and the procedure was aborted. The physician repaired the urethral injury. The patient will undergo another aus implant surgery in three months, once the urethra has healed appropriately.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant procedure. Once all components were implanted, the physician attempted to cycle the device but the pump was not refilling in a normal fashion. After several attempts, the physician opted to remove the implant, beginning with the cuff. During removal, the physician injured the urethra. Therefore, all components were removed and the procedure was aborted. The physician repaired the urethral injury with sutures and placed a suprapubic catheter for two weeks. The patient will undergo another aus implant surgery in three months, once the urethra has healed appropriately.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump component. Based on the information available and analysis results, the reported mechanical issue was not confirmed. Urethral perforation is listed in the device instructions for use (IFU) as a known inherent risk of device use.